Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and accessories were returned to zoll medical corporation. The customer's report was verified and attributed to a faulty n lead on the limb lead cable. The limb lead cable was replaced to remedy the report. The device was recertified and returned to the customer. Review of the device log showed that pads were attached, but not utilized during the event. There are no critical errors that would have prevented the device from showing an ECG signal when using known good ECG leads or pads. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.